Event description:
Bovie patch was plugged into the machine and not working. Grounding pad was checked and in place and machine was on. After unplugging the grounding pad, it was noted that the prong that plugs into the machine was completely bent to the side.